Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was scratched and customer was not able to read the screen. The customer¿s blood glucose level was 160 mg/dl at the time of incident. Customer stated that the insulin pump had battery out limit alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the operating currents, self test and displacement test. No weak battery alarm and no unexpected battery power loss anomaly noted during test. Device received with minor scratched lcd window.